Manufacturer narrative:
Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction hose was pinched. The hose was reseated to resolve the reported issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a malfunction resulting in a loss of maximum suction. There was no report of patient involvement.